Event description:
Dealer states that the flip back hardware is broken not sure exactly how. Unaware if patient was using when broke. Usage for 3 months. Uses inside and outside. Private home; quoted parts.